Event description:
It has been reported that a hypotension and a pericardial effusion (pe) occurred. A versacross connect access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. Around 2.5 hours post-procedure, the physician was notified that the patient was experiencing chest/throat discomfort and became slightly hypotensive. Thus, fluids were given, and a transthoracic echocardiogram (tte) was performed in which a pericardial effusion was noted around the pericardium. It was required a pericardiocentesis post procedure. Upon following up in the next morning the patient reportedly had 450cc of fluid drained from the pericardial space and was asymptomatic/feeling better the morning after the procedure and it was expected to fully recover. The versacross devices are not expected to be returned for analysis. Prior to the procedure, there was a minimal pe noted. Although, the pe was much larger post-procedure. The patient was not on warfarin nor any anti-platelet drugs at this time. The procedure involved one transseptal kit, also there was minimal sheath manipulation, but there were 3 watchman devices used with multiple recaptures before a 24mm device was left and met pass criteria. The first 2 devices (24mm and 27mm device) failed the tug test. In the physician's opinion, the devices contribute to the patient complication(s), since pe was noted after procedure. No other issues were reported. It was further reported that there was nothing unusual about the case in general except for the multiples watchman devices used and the repositioning attempts involved. The transseptal puncture was done without any difficulties and watchman device was successfully placed, passing pass criteria, with no effusion noted on the echocardiogram at the end of the case (2.5/3 hours later). A perforation was also seen when the moderate effusion was noted around the right ventricle. The patient was discharged on (B)(6) 2024 and confirmed that no versacross products will be returning for analysis.

Manufacturer narrative:
Due to additional information received (bsc awareness date: 06-jun-2024), the fields b5 (describe event or problem); b6 (relevant tests/laboratory data), f10 and h6 (patient codes (3)) were updated. Thus, this supplemental MDR is being sybmitted. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a hypotension and a pericardial effusion (pe) occurred. A versacross connect access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. Around 2.5 hours post-procedure, the physician was notified that the patient was experiencing chest/throat discomfort and became slightly hypotensive. Thus, fluids were given, and a transthoracic echocardiogram (tte) was performed in which a pericardial effusion was noted around the pericardium. It was required a pericardiocentesis post procedure. Upon following up in the next morning the patient reportedly had 450cc of fluid drained from the pericardial space and was asymptomatic/feeling better the morning after the procedure and it was expected to fully recover. The versacross devices are not expected to be returned for analysis. Prior to the procedure, there was a minimal pe noted. Although, the pe was much larger post-procedure. The patient was not on warfarin nor any anti-platelet drugs at this time. The procedure involved one transseptal kit, also there was minimal sheath manipulation, but there were 3 watchman devices used with multiple recaptures before a 24mm device was left and met pass criteria. The first 2 devices (24mm and 27mm device) failed the tug test. In the physician's opinion, the devices contribute to the patient complication(s), since pe was noted after procedure. No other issues were reported.